Event description:
It was reported that during a laparoscopic lar, on the second puncture, the device cut the internal iliac vein. They clamped the vein off, but due to the patient's age, they decided to convert to open to complete the case. The patient required two units of blood due to the complication.

Manufacturer narrative:
D4; h4, 6: information not available, device not returned for analysis.